Manufacturer narrative:
After further review of additional information received the following sections g4, g7 and h2 have been updated accordingly. Corrected data: the event has been determined to non-reportable as the device fragment with the frayed/torn was the vessel dilator and even though there is evidence of a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended, however the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available.  However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the dilator tip of 6f 10cm stainless steel wire (sw) radial rain sheath introducer was kinked when inserting into the sheath, therefore, it was unable to load the sheath into the mini guidewire¿. A new unknown sheath was used to complete the procedure. There was no reported patient injury. There was no damaged noted to the packaging of the device. The device was inspected and prepped per instructions for use (IFU). The product was not kinked/bent when the packaged was opened. The event does not cause a clinically relevant increase in duration of procedure and did not requires significant prolongation of existing hospitalization. Other additional procedural details were requested but were unknown. The device will be returned for evaluation. Additional information received indicates that the tip of the catheter sheath introducer was noted to be frayed/ split/ torn during preliminary device evaluation.